Event description:
It was reported the pt experienced an increase in pain with the stimulation in use. The sjm rep met with the pt for reprogramming, and initially it was reported the issue was alleviated. F/u identified the pt had met with the physician and reported the stimulation was not effective. It was reported the physician and the pt were discussing a possible trial procedure. Reference MFR report: 1627487-2013-06039 regarding the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.